Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure got aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the screening was not possible. Upon functional testing, fse found that the connector of the footswitch at the ad7 table was half loose in the socket and the bolds of the connector were broken off. Fse replaced the foot switch cable and d-sub pin sets unc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that it was not possible to do fluoroscopy. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the foot switch made bad contact on the ad7 table base as the connector fastening screws have broken off. The foot switch needs to be replaced. Philips has started an investigation of the complaint.